Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Evaluation in progress.

Event description:
User facility reported the pump alarmed, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The reported device was returned and evaluated. Visual inspection observed the pump in poor condition; the top case was chipped and both the bottom and top case were cracked. The pump error was duplicated through testing. The root cause of the reported issue was contamination of the position potentiometer. No evidence was found to suggest the reported alarms were caused by an intrinsic product defect. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.